Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the d10 and the h3 section. In the initial report it was reported that the device was available for returned however the device is no longer available.

Manufacturer narrative:
Lot number - potential complaint lot numbers 180607c, 180726d, 180504d, 180319c, 180317c and 170808c. UDI - potential complaint UDI numbers - (B)(4). Expiration date - potential dated 05/31/2023, 06/30/2023, 04/30/2023, 02/28/2023, 02/28/2023, and 07/31/2022. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - potential dates 06/07/2018, 07/26/2018, 05/04/2018, 03/19/2018, 03/17/2018 and 08/08/2017. The actual device has not been returned for evaluation. Based from the result of our investigation, the cause of the complaint could not be identified. Retention samples of potential lots were visually confirmed free from any defects that have led to the complaint. Functional tests conducted on the retention samples of potential lots were all passed. Our needles are compliant to iso 9626 for stiffness and resistance to breakage. Verification of lot history file of potential lots revealed no trouble encountered during production of the lot. Also, there are no non-conformities noted during series of inspections conducted related to the complaint. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a sg needle broke off and solution sprayed out during preparation, no harm was done to the nurse or the patient. The pharmacist further reported that there was no missed dose. Replacement process initiated. The general alignment of the components was crooked. The top of the vial adapter was parallel to the top of the vial. The vial contains were wet reconstituted microspheres; the flip-off cap was not on the vial. The diluent syringe was empty, and the plunger was fully depressed. Additional information was received july 29, 2019: the pharmacist stated "the nurse probably threw the needle into the sharps container. She wouldn't keep that." In addition, she confirmed that the nurse mentioned to her that the needle did indeed break off during preparation.